Event description:
Reportedly, the patient, whose ICD had been implanted on (B)(6) 2018, went to the hospital on (B)(6) 2018 at 10:28 after receiving a shock due to atrial fibrillation at 200 bpm. The detection parameters of the ICD were reprogrammed: the majority was extended from 8 to 16 cycles and the persistence from 20 to 50 cycles. At 11:41, it was reported that the patient received a new shock that triggered a sustained vt and a syncope, but the device did not record any episode showing the shock at that time and did not treat the vt. This vt spontaneously stopped and an episode was properly recorded. At 13:50, the ICD was interrogated again: the detection parameters were reprogrammed with the nominal values (with a detection of 8 cycles). It was also reported that the ICD could not be interrogated with a different programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient, whose ICD had been implanted on (B)(6) 2018, went to the hospital on (B)(6) 2018 at 10:28 after receiving a shock due to atrial fibrillation at 200 bpm. The detection parameters of the ICD were reprogrammed: the majority was extended from 8 to 16 cycles and the persistence from 20 to 50 cycles. At 11:41, it was reported that the patient received a new shock that triggered a sustained vt and a syncope, but the device did not record any episode showing the shock at that time and did not treat the vt. This vt spontaneously stopped and an episode was properly recorded. At 13:50, the ICD was interrogated again: the detection parameters were reprogrammed with the nominal values (with a detection of 8 cycles). It was also reported that the ICD could not be interrogated with a different programmer.